Event description:
See initial report.

Manufacturer narrative:
H11 corrected section g6 type of report from 5 day MDR to 30 day MDR.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: this report is linked to mw 9680841-2026-900015. Updated d3 manufacturer name, city and state to livanova USA inc [(B)(6)] and g1 contact office - manufacturing site to livanova USA inc [(B)(6)]. Through follow-up communications, livanova learned about a similar event involving same cannula batch lot. Reportedly, the event occurred shortly after cannula insertion, and it was solved by replacing the cannula connector with a 3/8" 3/8" straight connector. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received a report of air intake in the venous line during readjustment of a rap femoral venous cannula. Cannula was clamped to avoid further air ingress, resulting in line damage. The event occurred during an ECMO procedure. There was no report of any patient injury. Reportedly, it is undetermined if this is an actual product problem or user error.